Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6), 2014. The aortic body was deployed and filled with polymer as expected. Due to difficulties cannulating the contralateral gate, the ipsilateral iliac limb was deployed. An add'l attempt was made to access the contralateral gate, but was unsuccessful. The physician elected to convert to an aui using an iliac extension in the aortic body into the ipsilateral iliac limb. After ballooning the junction of the aortic body and the limb extension, a final angio showed a leak coming from the contralateral leg of the aortic body; there was a good seal proximally with no endoleak. The physician elected to monitor the endoleak at the 30 day follow up CT scan.